Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat atrial functional mitral regurgitation (mr) with a grade of 4+ and significantly enlarged atrium. A mitraclip ntw was inserted and deployed on the mitral valve, reducing the mr to a grade of 1+. The procedure was completed successfully. On (B)(6), 2024, the patient¿s blood pressure gradually dropped, and the patient died. In the physician's opinion, the mitraclip did not cause or contribute the patient's blood pressure dropping. It was noted that pre-procedure, the patient had been referred from another facility, and at that point, the patient's cardiac function was so poor that the physicians were assessing whether the patient required an assisted circulation. The patient's pre-existing conditions of atrial mr, significantly enlarged left atrium, and a medical history of congestive heart failure may have caused or contributed to the patient death. A physician had considered inserting an auxiliary circulation device after the clip was implanted, but decided not to do so as it would not have helped the patient's life.

Manufacturer narrative:
H6: health effect impact code: removed code 1802 and replaced with 2199. H6: medical device problem code: removed code 2993 and replaced with 3189. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported death was unable to be determined. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received: after mitral regurgitation (mr) improvement, severe tricuspid regurgitation (tr) caused right heart failure. Positive pressure ventilation was performed to oxygenate the patient. However, bradycardia developed afterwards. The cause of death was cardiac arrest due to arrhythmia. In the physician¿s opinion, the mitraclip did not cause or contribute to the patient death.